Manufacturer narrative:
After further review of additional information received the following sections b5, b7, g4, g7 and h2 have been updated accordingly. Section b5: the following additional information received per the patient profile form (ppf) indicates that the patient became aware of the reported events, 94 months, 11 days post implantation. The ppf notes that patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc). Perforation of filter strut(s) into organs and tilted of the filter. The patient also reports to be suffering anxiety of having a filter that could fail at any time, but that it may not be retrievable without serious injury. The patient lives with the fear that the filter has tilted within the vena cava and perforated outside of it. According to the information received in the medical records, the patient¿s pre-operative diagnosis was insertion of inferior vena cava filter with inferior vena cava venogram. Preoperative indications indicate that the patient deep vein thrombosis (dvt) and right lower extremity while in coumadin. The filter was positioned below the renal veins and was deployed without difficulty. The delivery system was removed, and pressure was applied to the femoral vein until hemostasis was achieved. The patient was taken to the recovery in satisfactory condition. There were no complications. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently tilted and perforated outside the inferior vena cava (ivc) into organs. The patient also reports to be suffering anxiety of having a filter that could fail at any time, but that it may not be retrievable without serious injury. The patient lives with the fear that the filter has tilted within the vena cava and perforated outside of it. The patient became aware of the reported events, 94 months and 11 days post implant. The procedural note indicated that the filter was implanted due to deep vein thrombosis (dvt)while on coumadin. The dvt developed after a total knee replacement. The filter was placed via the left common femoral vein and deployed below the level of the renal vein. There were no reported complications. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to, including filter tilt and perforation, that causes injury and damage to the patient. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to malfunction, including perforation and tilt, that causes injury and damage to the patient.